Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the lower tip broken off not returned. In addition the electrode and ceramic were firmly attached to the jaw and not separated as reported. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the positive plate was up during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.